Event description:
It was reported that resistance was encountered during insertion of the coil into the microcatheter, and consequently, it broke. There was no reported clinical consequence to the patient.

Event description:
It was reported that resistance was encountered during insertion of the coil into the microcatheter, and consequently, it broke. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Additional information from the user facility stated that the device had not been flushed in accordance with the directions for use and the physician exerted force on the device when the resistance was encountered.

Manufacturer narrative:
(B)(4). The review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Visual inspection on the delivery wire revealed a kink at 2.8cm and bends at 50cm, 80cm and 112cm from the proximal end. Microscopy inspection showed that the delivery wire was broken at the proximal contact, the main coil was kinked and deformed at the distal end. Additional information indicated that the device had not bee properly flushed as per the directions for use, which state: verify that a drop of saline emerges from the proximal end of the introducer sheath some solution may exit from the dispenser coil, but that does not indicate irrigation/wetting of the target coil. If no flushing saline is observed do not use. This is the most likely cause of resistance encountered during the use of the device, and the damage noted to the device and the reported coil break probably occurred when the coil was advanced against this resistance. Therefore, a root cause of use/user error will be assigned to this investigation.